Event description:
It was reported that "when using the l-hook electrode, the insulation bubbled and broke off and fell into patient's abdominal cavity. The piece was retrieved."

Manufacturer narrative:
The actual complaint device has been returned to conmed for evaluation. Once the investigation is complete, a supplemental report will be filed.